Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when the powerloc was primed before use to the patient, saline solution leaked from the vicinity of the connection between the tube and the needle housing. There was no reported patient involvement.

Event description:
It was reported that when the powerloc was primed before use to the patient, saline solution leaked from the vicinity of the connection between the tube and the needle housing. There was no reported patient involvement.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leaking needle is unconfirmed since the problem could not be reproduced. One 20 ga x 0.75 in powerloc infusion set was returned for investigation. The white luer caps were present on the y site and proximal connectors. The safety mechanism was not activated. White crystalline material was present within the extension tubing which is likely residual material from saline solution. Microscopic observation of the extension tubing near the needle housing revealed no apparent damage or gaps between the adhesive bond. The sample was flushed with water using a 10 ml syringe and was found to be patent to infusion. The needle was occluded using a non-complainant port septum in order to pressurize the device. No leaks were observed. The connection point between the extension tubing and needle housing was manipulated, and no fluid was observed to leak. Since the device was not observed to leak during infusion, pressurization, and manipulation of the extension tubing, the complaint could not be confirmed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.